Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 7070034 model/catalog description: linear st lead kit 50 cm. Unique identifier (ud I)# : (B)(4). Number/catalog number: sc-1232. Serial number: (B)(6) batch/lot number: 529382. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced mid back pain or tightness when stimulation therapy was turned on, which was described as a muscle spasm like sensation in the mid back area. A lead check was performed, and lead migration was identified. The patient subsequently underwent a spinal cord stimulator (scs) system explant procedure and was reported to be doing well postoperatively. All explanted devices were discarded per hospital policy and were not returned.